Event description:
It was reported the catheter kinked and was removed. It was noted that the blue plastic piece on the wing area was not removed before the dressing was placed. No patient harm was reported. The patient's condition was reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer provided one image showing an endurance catheter. Visual analysis revealed that the catheter body appears bent. The customer returned one endurance catheter for analysis. Signs of use in the form of biological material was observed. Visual inspection of the sample confirmed there was one kink that contained a crack adjacent to the juncture hub. The catheter body also contained a bend. The kink in the catheter body measured approximately 6mm from the juncture hub. The total length of the catheter body measured 85 mm, which is within specification of the nominal value 85mm per catheter graphic. The outer diameter of the catheter body measured 0.051", which is within specification of 0.049-0.053" per catheter extrusion product drawing. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "attach a 10 ml syringe filled with normal saline for injection. Flush catheter gently". When the catheter was flushed with a lab inventory water filled syringe, water leaked from the distal tip and the crack at the kink. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin". The IFU also states, "allow insertion site to dry completely prior to applying dressing". The IFU also states, "do not raise the catheter beyond 90 relative to the skin to avoid catheter kinking and damage." The report of a leaking endurance catheter was confirmed through complaint investigation. Visual analysis revealed that the catheter contained a hole within a kink directly adjacent to the juncture hub. Despite the damage, the catheter met all relevant dimensional requirements. The root cause for this issue cannot be determined at this time; however, a CAPA has been initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the catheter kinked and was removed. It was noted that the blue plastic piece on the wing area was not removed before the dressing was placed. No patient harm was reported. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4).